Event description:
It was reported that stent thrombosis occurred. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion one was located in the right distal mid superficial femoral artery (sfa) with 100% stenosis and was 80mm long with a proximal reference vessel diameter of 5.00mm and distal vessel diameter of 5.00mm and was classified as tasc ii a lesion. The target lesion one was treated with pre-dilatation and placement of a 6.0x150mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2019, the patient presented for the study specific 36 month follow up completely free of claudication symptoms. The patient underwent duplex ultrasound (dus) of the bilateral lower extremity which revealed on the right side complete occlusion of the stented sfa over a length of 20cm. The popliteal signal measures 40 cm/s which was noted to be monophasic with complete in-stent occlusion. On the left side it revealed monophasic signal across the entire femoropopliteal axis without acceleration, no evident stenosis. Due to asymptomatic re-occlusion, the patient was recommended for walking training.